Manufacturer narrative:
This follow-up is being submitted to relay additional information. D4: attempts have been made to gather all product identification information, and no further information has been provided. No products were returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue. To monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient is experiencing unrelenting pain and a torn labrum and tendons in the opposite hip post knee implantation. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10-medical product, unknown femoral, unknown articular surface. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.